Event description:
It was reported that the patient had the artificial urinary sphincter balloon and pump components removed as the balloon had migrated into the abdominal cavity. New artificial urinary sphincter balloon and pump components implanted. The cuff was left implanted.